Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing in the primary sensing vector. Technical services (ts) reviewed the episode and discussed there is suspected sense b node issue. It was recommended to review the system placement and integrity. Further recommendations were provided. The patient was seen in-clinic and troubleshooting was performed. The device was optimized and several maneuvers and postures showed adequate behavior on the secondary vector. As a result, the device was reprogrammed to the secondary vector and the patient will continue to be followed by latitude. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing in the primary sensing vector. Technical services (ts) reviewed the episode and discussed there is suspected sense b node issue. It was recommended to review the system placement and integrity. Further recommendations were provided. The patient was seen in-clinic and troubleshooting was performed. The device was optimized and several maneuvers and postures showed adequate behavior on the secondary vector. As a result, the device was reprogrammed to the secondary vector and the patient will continue to be followed by latitude. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.